Manufacturer narrative:
Batch review performed on 04 january 2023: lot 186009: (B)(4) items manufactured and released on 30-oct-2018. Expiration date: 2023-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient came in reporting instability and anterior knee pain and the cause is unknown. At about 8 months from primary the surgeon revised the insert and resurfaced the patient's natural patella. The surgery was completed successfully.